Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the procedure was completed via direct-stenting (no pre-dilatation). It should be noted that the IFU instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. The 3.5x28mm xience v referenced is being filed under a separate medwatch report.

Event description:
It was reported that the initial procedure that took place on (B)(6) 2010 was to treat a lesion located in the distal left circumflex artery (lcx). No pre-dilatation was performed prior to stenting. A 2.5x12 mm xience v stent was deployed at 9 atmospheres (atm) and a 3.5x28 mm xience v stent was deployed at 14 atm. Additionally, a 3.5x23 mm xience prime was deployed in the mid left anterior descending artery at 16 atm, after which post-dilatation was performed. The procedure was considered successful and on (B)(6) 2010 the patient was discharged. On (B)(6) 2011, the 240 day follow-up angiography revealed a 100% stenosis/occlusion in the distal lcx; however, no ischemic symptoms or myocardial infarction was noted. On (B)(6) 2012, the patient was rehospitalized and on (B)(6) 2012 the patient received treatment of the occlusion of the distal lcx. Predilatation was performed several times and a 2.5x18 mm xience prime was deployed, after which post-dilatation was performed. Timi 3 flow was restored and the remaining post-procedure stenosis was 25%. The patient was discharged on (B)(6) 2012. Of note, the patient had suspended taking drugs without consultation with the physician, which could have contributed to the event. No additional information was provided.